Manufacturer narrative:
The examination of the ventilator that was done by our field service engineer showed that the ventilator had been subjected to a liquid spill. Many of the printed circuit boards in the ventilator had liquid residues and one connector showed signs of heat damage. The status window of the ventilator also showed no info. The hosp could not provide info about the type and source of the liquid or how the spill occurred despite our request to obtain it. The cause of the event is the liquid spill, but how the spill occurred has not been determined. (B)(4).

Event description:
It was reported that on turning on the ventilator, it displayed a restart ventilator alarm message. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint related to liquid spill on the reported ventilator's printed circuit (pc) boards and the subsequent 'restart ventilator' message has been completed. No goods or device logs were received, despite several reminders having been sent. The investigation is therefore based on the given problem description and pictures taken of the device. An evaluation of received pictures confirmed severe deposits/corrosion on four pc boards. There has been no information provided on how the liquid spill entered the ventilator, or as to what kind of liquid had spilled. Our conclusion is that the 'restart ventilator' issue was caused by the severe deposits/corrosion on the pc boards as a result of the spilled liquid.